Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient reported that they fell approximately four months ago and reported some change in stimulation coverage. The patient is meeting with the rep on 10/31. Impedances will be checked during reprogramming. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the patient was a no-show for their appointment and he had not heard anything from the patient and neither had the patient's healthcare professional. No further complications were reported/anticipated.